Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, tissue damage are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain attributed to the reservoir's positioning. A computed tomography (CT) scan revealed that the reservoir had migrated inferiorly into the pelvic rim. Based on these findings, the physician decided to remove the reservoir. During the procedure, the reservoir tubing was found to be causing tissue irritation, resulting in medial groin pain. To address this, the physician excised the tubing while leaving the main body of the reservoir in situ due to the risk of vascular injury and potential bleeding. No further patient complications were reported.